Event description:
Reportedly the valve was implanted when patient was in early seventies or about seventy and device failed within first five years. No further information was provided.

Manufacturer narrative:
Device evaluated by manufacturer: yes, evaluation summary. Moderate host tissue overgrowth was observed on the stent on the inflow and outflow aspects. Moderate to heavy host tissue overgrowth was present on the tissue on the inflow aspect, encroaching into the orifice by 10 mm. A layer of host tissue overgrowth was visible on leaflets on the outflow aspect. Host tissue overgrowth had reduced leaflet mobility and thus led to stenosis. Two tears, 1 mm in length each, were visible on the free margin of leaflet one at the cusp one and two posts. Serrated marks were visible on leaflet three near the cusp three post. Stent distortion was noted in the x-ray; the cusp three post appeared to be bend inwards and the wireform between the cusp three and one posts were pushed outwards. Wireform was exposed between the cusp one and three posts on the outflow aspect and at the cusp one post on the outflow aspect.